Manufacturer narrative:
(B)(4) operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have pinhole leak in the top right seam near upper right corner of the bag. The leak was discovered prior to patient administration. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak located on the upper right hand corner that would have been obvious if present during bag filling. Magnified inspection of the leak location identified an edge gouge on the upper right corner; the gouge was centered on the edge slightly extending to the front and back side of the bag, indicating the gouge occurred when the bag edges were raised (i.e. The bag was filled). Based on evaluation findings, in addition to the customer report of the leak being identified during the end customer site prior to patient administration, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.